Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Brand name unknown / not provided. Device product code unknown / not provided . Additional device information unknown. Email address unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the screw within the implant was fractured. Implant removed the doctor reported pain.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. One imp,tsv,mcol mg,4.7mm,10m, tsvmb10 was returned for investigation with signs of use and bone around the threads. Visual inspection of the product confirmed fractured screw portion of unknown zimmer screws identified within the implants (image ii). Damage to head of the implant confirmed to occur during removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: pre-existing conditions noted on the complaint: clenching. Bone density type is unknown. The reported devices were located on tooth site #36 (fdi) when the event occurred. Device was in use for 1 year, 2 months. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use: tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 9 ¿ (B)(6)). Information identified: contraindications & precautions. Instructions for use for zimmer dental implant systems (4894 rev. 6 ¿ (B)(6)). Information identified: 'precautions' 'breakage' 'warning'. Per the IFU, it is stated that improper techniques, severe bruxism, clenching and overloading, may cause component fracture. DHR review: DHR review was completed for the subject lot number (1235888). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be completed for the unknown screw since the lot number was unknown. Complaint history review: complaint history review was performed for the reported lot numbers (1235888) for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA /hhe/d/ie/product holds for the reported product. Complaint history review could not be performed for the unknown screw since the item/lot numbers were not available. Post market trend review: april post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and devices (tsvmwb10/unk zimmer screw). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.

Event description:
No further event information is available at the time of this report.